Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the reported event: it was presumed that indentation in the insertion section affected the air and water supply channels running inside, leading to this incident. The dent on the insertion tube may have occurred due to excessive bending or repeated stress on the insertion part. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic bronchoscopy under general anesthesia, the bronchoscope became jammed on itself inside the endotracheal tube requiring immediate extubation of the patient. Subsequently, the anesthetist had to immediately reintubate the patient without any significant issues. The procedure was completed with a back-up device with a 10-minute delay. There were no reports of patient harm.